Manufacturer narrative:
William cook (B)(4) initially reported event under manufacturer report #3002808486-2017-01789. New information was received identifying that the product was a cook inc.(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available

Event description:
Patient received an implant on (B)(6) 2012 via the right internal jugular vein due to lower extremity dvt. Patient is alleging continued need for anticoagulant therapy due to the device without further explanation.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip, continued need for anticoagulant therapy and chronic/acute dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Unknown if the reported continued need for anticoagulant therapy is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.